Event description:
A malfunction was reported on the pump by the caller. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, so there was no adverse impact. Reportedly, customer reverted to manual injections for insulin therapy.